Event description:
It was reported that the flow rate was too fast stating that the pump infused in 40 minutes instead of one hour. Pt experienced tiredness. Fill volume 250 ml.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter and the eval of the same submitted. The info provided indicated that the flow rate was too fast. It was reported that the pump infused in 40 minutes instead of one hour. The pt experienced tiredness. Received one empty and used sample for evaluation and investigation. The pump was filled with normal saline solution to the nominal fill volume of 500 ml. A flow rate accuracy test was performed and the results were found to be within specification. From info provided from the customer, the fill volume of the pump was 250 ml., which is below the minimum recommended fill volume per the directions for use (dfu) (1303045, rev. F). The dfu contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. In addition, the dfu includes the "warning: the easypump st must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the easypump st is used immediately after filling, flow rate may increase by up to 50%." The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot number. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.